Manufacturer narrative:
The manufacturer previously reported a simplygo mini oxygen concentrator that allegedly had evidence of thermal damage. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The customer's complaint was confirmed. During the investigation the root cause of the device having thermal damage was due to diode (c125) having a short circuit.

Event description:
The manufacturer received information alleging a simplygo mini oxygen concentrator had evidence of thermal damage. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer's quality product investigation laboratory for investigation. A follow up report will be submitted when the manufacturer has completed the investigation.